Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in (B)(6) 2017 increased thresholds were observed. Right ventricular lead revision was attempted on (B)(6) 2018; however, this was not possible due to stenosis in that vein. The rv lead was left in place with high thresholds. At recent visit, thresholds have risen and device was programmed at higher output. Patient will be scheduled for assessment and potential lead replacement. Patient was in stable condition.